Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no non-conformities were found.

Event description:
It was reported to nevro that the patient's lead incision site re-opened. A revision procedure with debriding of the wound was performed, but the physician decided to remove the device during the procedure after damaging the leads with electrocautery. There have been no reports of further complications regarding this event.

Manufacturer narrative:
The device was explanted and returned for analysis. The leads were returned cut into two pieces. The anchors were still secured onto one end of the leads. Since the lead were returned damaged, a functional and electrical analysis could not be performed. Based on the investigation, the leads and anchors were exhibiting normal functionality before the device were explanted.